Event description:
It was reported that the video system center had color bars. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). Troubleshooting was performed troubleshooting steps reseated maj-1933 and maj-1941 inserted scope and powered on unit. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Technical assistance support able to resolve the issue the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.